Manufacturer narrative:
The subject device was received and evaluated at olympus japan . Device inspection and evaluation, service repair noted the following: the product was fb-24k-1. The lot number was "k1623" and the individual identification number was "(B)(4)". When operated the slider, the cup remained closed and did not open. Foreign matter had adhered to the link mechanism was observed. Found when the cup was soaked in water and left to stand, the grip opened. The opening and closing of the cup was smooth, and no rattling was confirmed. In addition, the appearance of the insertion part was checked, and there were no abnormalities that led to the event reported. Based on evaluation findings the reported customer issue was not confirmed however, foreign material was found on the link mechanism of the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the cup is rattling and cannot be opened. The issue occurred during preparation for use. There is no patient involvement associated on this event. No user injury reported. Device evaluation found foreign matters adheres to forceps. This report is being submitted for foreign matters found on the forceps.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient cleaning after use, leading to the accumulation of foreign materials adhering to the linkage mechanism. The instructions for use (IFU) states the following: "· after use, do not leave the product with dirt on it and wash it immediately. Use a low-foaming, neutral medical device cleaner for cleaning. If the product is left unattended after use, or if an unspecified detergent is used, metal parts such as the cup may corrode, and parts near the cup may fall off or the cup may not be opened or closed during use. · reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups." Olympus will continue to monitor field performance for this device.